Event description:
It is reported that the device was implanted in 2002, and revised in early 2009 due to osteolysis.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. The devices were in vivo for approximately 6 years and 6 months. X-rays provided exhibited that the tibial baseplate does not appear to fully cover the cortical bone of the tibia and placement looks to be lateralized on the tibia. The contribution of this to the need for revision, however is unk. The x-rays also indicate osteolysis to the tibia, especially on the medical tibia near the bone screw. The series of x-rays indicate the osteolysis progressively worsened over time. As part of the complaint investigation for osteolysis, a team was formed to investigate a probable cause. The following areas were explored: literature research, clinical data, histology analysis, design aspects, wear testing, locking mechanism testing, micro-motion testing, and baseplate/screw interaction. After reviewing the results from the activities described above, the team concluded that there is no definitive cause that explains the reported osteolysis. Results- no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.